Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not calculating correctly. The patient had been advised by their healthcare provider to contact animas. The reporter stated that while using the pump, the patient calculated a bolus of 5.95 units and the pump had recommended an incorrect amount when the patient bolused again within 1 hour without putting a blood glucose value into the pump. Correct pump settings were verified. The patient performed a blood glucose (bg) test; bg was 238 mg/dl and the patient had eaten 75gm. The patient was bolused for 5.95 units, waited a few minutes and then bolused for 20gm with no bg entered (step was skipped). The calculation should have been 1.1 and the pump recommended 0.10 units; the pump showed 1.1 for carbohydrates, 0 for bg and insulin on board (iob) was 5.96 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.